Manufacturer narrative:
After further evaluation, it was determined that the root cause was due to improper maintenance, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause could not be determined at this time as the investigation is on going. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device housing was cracked. It was further determined that the device failed pretests for saw- test, function- test, charging and checking of power module in charger, information button & self-test, check charging sockets, check position of motor shaft, check for externally cleanness and foils of liquid damage and general condition and lever. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.